Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. The instrument was not returned for investigation. A review of the instrument's device history record indicates that it was manufactured with no anomalies noted.

Event description:
It was reported that while drilling the femur in preparation for the distal cutting guide, the drill bit fractured. The physician decided to leave the broken piece in the pt.